Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) reported here as the facility name exceeded character limit for designated field.

Event description:
It was reported that a loss of aspiration occurred. The target lesion in the superficial femoral artery (sfa) was 95% stenosed, severely calcified and moderately tortuous. A 1.85mm jetstream sc atherectomy catheter was selected for use. During the procedure, there was no suction inside the patient, only air returned. Liquid was observed to be leaking from the control pod. The control pod also made a high-pitch noise when rotating. The device was replaced with a new device, same model to complete the procedure. There were no patient complications as a result of the event.